Event description:
It was reported that the caller's son did something to the insulin pump. Caller stated that he believes the pump was bumped on something and the screen went black. The pump is giving a loud beep. Caller removed the battery for about a minute and replaced it and the screen came back up. He stated that this occurred about a month ago and the pump has been fine ever since. Caller stated that the black screen did disappear. No additional information provided. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer does not have a back-up plan for therapy. It was explained that since the full black screen and loud beeping were not caused by prolonged exposure to sunlight or extreme temperature and the customer is only (B)(6) years old, the pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.